Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) germany alleging he obtained an error 2 message on his onetouch verio2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the error message appeared on (B)(6) 2015, when he first obtained the meter. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management regimen in response to obtaining the alleged message. He reported, after the start of the alleged issue, he developed symptoms of ¿sweating, shaking and unwell feeling.¿ he denied receiving any treatment for his symptoms. At the time of troubleshooting, the csr noted that patient had been using the meter for the first time and that he had tried to test ¿47 times¿ without success. From the information provided, there had been no trauma/misuse of the meter. The patient was using the correct test strips and the correct testing technique. The csr walked the patient through a retest and the issue was resolved - when the power button was pressed, the error 2 message did not occur. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/25/2015).the patient¿s meter and test strips have been returned on 5/11/2015 and 5/15/2015, respectively, and evaluated by lifescan product analysis on 5/13/2015 and 5/18/2015, respectively, with the following findings:error message 2 is observed in the error log, but error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.